Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the low blood glucose. The customer¿s blood glucose level was 2.2 mmol/l. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. Customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer was not allege insulin pump was over delivering. Customer reported that they received calibration not accepted alert and change sensor alarm. The product will not be returned for analysis.